Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review. The log file captured that the patient had not connected to the power module/ mobile power unit (mpu) during the history, which indicated that the patient was sleeping on battery power. The event log file recorded a low power advisory event on (B)(6) 2025 at 9:36:57. This event was due to the system controller running on depleted batteries. There were several other power source changes in which the data indicated that the patient was switching between the depleted batteries and fully charged batteries. There were no further unusual events recorded until a low power advisory occurred again at (B)(6) 2025 at6:01:44. A similar period of power source changes occurred as the patient switched between different batteries, connecting and disconnecting. During these power source changes, there was 1 no external power event. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. The data indicated that the power source changes ended on (B)(6) 2025 6:41:25 when the system controller was connected to battery power. Throughout the log file, the motor did not stop running except when the patient disconnected the driveline. The system remained on battery power without any usual events until a driveline disconnect event was recorded at (B)(6) 2025 at 13:16:29. This caused a left ventricular assist device (lvad) off event. The data indicated that the vad was reconnected to the system controller on (B)(6) 2025 at 13:17:06.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect alarm and subsequent pump stop. A specific cause for this event could not be conclusively determined though this evaluation. The system controller event log file contained events from (B)(6) 2025 through (B)(6) 2025, per the timestamps. A driveline disconnect alarm and subsequent pump stop was captured on (B)(6) 2025. The driveline appeared to be reconnected approximately 30 seconds later, and the pump ramped up to the set speed without issue. Notable other events or alarms were captured. The pump operated at the set speed throughout the entirety of the file while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook, are currently available. Chapter 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, chapter 2, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the driveline disconnected alarm, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.